Event description:
The customer reported that the system did not xray. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found that the cross arm cable needed to be replaced. The system was repaired, found to be operating as intended, and released to the customer for use.